Manufacturer narrative:
(B)(4). Report source foreign (B)(6). UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the reported device has a defective seal. Device history record was reviewed and no discrepancies were found. The root cause of the event is attributed to the design of the device. Corrective / preventive actions related to the reported event have been previously addressed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during incoming inspection, the seal on the sterile package was found weak. There was no patient involvement.